Manufacturer narrative:
(B)(4). Device evaluation summary: the analysis results found that a prw35 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; besides that it was observed that the packaging appeared to have been hit by a hard surface causing a sterility breach. Due to the damage found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that "hole noted in packaging before opening product." There were no patient consequences reported.